Event description:
The facility representative reported a device with the condition of "does not open." This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. The pump involved in the incident contains user interface module master software remediated colleague 2006 (B) (4). No additional information is available.

Manufacturer narrative:
Evaluation summary:the customer reported condition of a device that "does not open" was confirmed during product evaluation. The reported malfunction was attributed to a defective pump head module keypad. The pump head module keypad was replaced to fix the reported problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA# (B) (4). (B) (4)